Event description:
Doctor is concerned if smartpin product plays a part in the post-operative surgical site issues (infection) with two patients.

Manufacturer narrative:
No other complaints for the lot s0003140. As we haven't received yet, details of the incident or product hasn't been returned to manufacturer, the investigation has not been possible. If we will receive additional information for this case, we will follow up this report accordingly.